Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10: h3, h6: part: 03.037.030; lot: l423665; manufacturing site: hägendorf; release to warehouse date: 30.jun.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: upon visual inspection of the received back device it can be seen that the instrument we have received back in a good condition. Furthermore, we have received back the instrument stocking (blocked) to the tfna screw (implant). Functional test: during investigation a functional test was performed. The parts passed the functional test, as we were able to disassemble the parts. Dimensional inspection: the article has passed the function test, no issue could be confirmed, and therefore no dimensional inspection is needed. Document/specification review: the article has passed the function test, no issue could be confirmed, and therefore no document/specification review is needed. Summary: unfortunately we are not able to reproduce this incident, but we assume that during the operation an application error may have taken place. The complaint is rated as unconfirmed and not valid from manufacturing point of view, as the part is fully functional and damaged post-manufacturing. To prevent such problems, it is necessary to operate according to the surgical technique. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint condition, that the parts are jammed together could be confirmed according to the received photo. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device history lot part: 03.037.030, lot: l423665, manufacturing site: hägendorf, release to warehouse date: jun 30, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review / investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported an unknown date that screw extraction instrument will not unscrew from femoral head screw. Tfna was removed and the femoral head screw could not be removed from the screw extraction instrument. The 110 mm titanium screw still attached to the instrument. The patient consequences unknown. This is report 1 for 2 (B)(4).